Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called stating that customer just received a newly replaced insulin pump and is getting a no delivery alarm and they also believe insulin pump is not recommending the correct amount of insulin. Customer's blood glucose is 436 mg/dl which was treated with a manual injection. Troubleshooting was performed and customer decided he did not want to return pump.